Event description:
The initial attorney report alleged pain, explant, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - repair of incisional hernia with composix kugel mesh. During this procedure a second hernia was identified in the umbilicus, this was also repaired with composix kugel mesh. On (B)(6) 2006 - pt had complaints of abdominal pain and was unable to void. A catheter was placed. On (B)(6) 2006 - pt was not feeling well and had a fever of 101, a chest x-ray showed mild effusion and some atelectasis, and a CT showed some fluid collection above the mesh. She was given an antibiotic. Her condition improved and she was discharged on (B)(6) 2006. On (B)(6) 2006 - office visit, pt had some complaints of discomfort. Her wounds are well healed and there is no evidence of a hernia. Pt was told to come back in two weeks to reevaluate her discomfort. On (B)(6) 2007 - consult for third opinion. Pt reports persistent discomfort to the left side of abdomen, particularly while lying on her left side. On (B)(6) 2007 - excision of both composix kugel meshes, extensive lysis of adhesions, and repair of recurrent hernia with two non-bard mesh.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be an add'l implant. Based on the info available at this time, no definitive conclusions can be made. This is an obese pt with comorbidities of diabetes, fibromyalgia, chronic liver disease, and hypertension. Immediately following implant she started having complaints of abdominal pain; this pain continued and eight months following implant she presented for excision. The operative report notes that on the right side lower quadrant of the composix kugel mesh placed in the midline abdomen rea there was a new site of hernia and there was some folding of the mesh. The composix kugel mesh that was initially placed to repair a defect in the umbilicus was not mentioned in the operative report; however pictures of the excised mesh show two separate and different sized mesh. Therefore it appears that both composix kugel meshes were excised at this time. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. The other composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with (B)(4).